Event description:
Pace medical was notified on may 9, 2011 by (B)(6) via a letter that unit had a fault.

Manufacturer narrative:
Customer returned device complaining that the sensitivity was poor. The device was re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for complaint: unk. Device was completely examined and re-calibrated which appears to have solve the issue.